Event description:
It was reported report from synthes (B)(6). (B)(6) had oracle lateral quick inserter/distractor (p/n 03.809.921) blocked during surgery without hammering.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Device history record review is pending. The tolerance on the threaded shaft component and the pusher at worst case have clearance, however, the straightness tolerance on the current drawings can lead to interference causing the device to jam. Conclusion: this is a known potential issue scheduled for revision.